Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels in the 40's (mg/dl). Reportedly, the customer had increased physical activity. The customer consumed glucose tablets or milk to address bg. Reportedly, the healthcare provider adjusted the pump settings to resolve the issue.